Manufacturer narrative:
This supplemental report is being submitted based on the results of a device evaluation that occurred on 11/06/2013: moisture was visible in the display. A leak test failed due to the bolus button missing. Moisture and corrosion were found on all surfaces and components. No corrosion was found in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was evidence of moisture inside their pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.